Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump history was noted to be inaccurate and indicated a data log corruption. Reportedly, the pump turned back on when charged. The customer's blood glucose level was 110 mg/dl. Reportedly, the customer would continue to use the pump for insulin therapy.